Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) units pneumatic interface module test is failing. There was no patient involvement.

Manufacturer narrative:
Event site telephone and poc : (B)(6). Getinge fse evaluated the iabp unit, replaced the pneumatic interface module to fix the reported issue in recall for safety disk replacement. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty pneumatic interface module was sent to getinge's failure analysis and testing (fat)for evaluation. A senior repair technician inspected the pneumatic interface module and no visual damage was observed. The technician then installed the pneumatic interface module into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. Retaining pim in the fat dept. As per procedure (B)(4) rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.